Event description:
This notification is being reviewed due to a user of a dreamstation auto CPAP device with an allegation of visible foam degradation. There was no serious patient harm or injury. There was no medical intervention reported. The device was returned to a third-party service center for evaluation. During evaluation, the device was found to have visible foam degradation. Error code 200 and error code 53 (indicating an issue with the pca) was found in the device log history.